Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). Recently, the patient's another cannula became detached. Reportedly, in total, the patient had faced detachment issue twice. The pump was in his hip pocket and the site location was his leg. Prior to this, the patient was at the gym in the morning and had an appointment with a healthcare professional. During this time, the site was checked and was fine. Thereafter, the patient felt sick in his stomach and checked his blood glucose level, which was found to be high. That is when he noticed detachment at the quick release. The infusion had been in use for two days. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. He returned 3 unopened and 1 used set. No further information available.